Event description:
Provider stated the freestyle brand wasn't reliable, it wouldn't stay on and would 'go bad' before it was supposed to. Switching to dexcom reported by hcp didn't consent to follow up (B)(4).